Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of 408 mg/dl at the time of the incident. The customer also reported a high blood glucose of 269 mg/dl. The customer treated with bolus and injection. The customer mentioned symptoms such as nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active during the event. Troubleshooting was completed. The customer reported the bolus wizard was programmed inaccurately. Displacement test was performed and passed. The insulin pump will not be returned for analysis.